Manufacturer narrative:
No other info has been obtained at this time. The customer has indicated they are sending the unit back for eval. A f/u report will be submitted after csz has evaluated the unit.

Event description:
The customer alleged, the unit's error code (amber wrench) is illuminated and the unit has a burning smell. (B)(4).